Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2015. During the procedure, the screw would not screwing in axially. Another implant was utilized to complete the procedure. No additional holes had to be drilled.